Event description:
The customer contacted siemens and reported that eleven falsely depressed allergen specific ige results were obtained on an immulite 2000 xpi system. It is unknown if the erroneous results were reported to the physician(s). The samples were repeated on alternate immulite 2000 xpi systems, and the repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous allergen specific ige results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer performed a routine reset after failing quality controls (qc). During the siemens support team's service call, it was found that the adjustments made on november 3rd and november 6th at 00:47 showed high values for the slope (curve). It was identified that the analyzer had undergone monthly maintenance on november 3rd. This maintenance includes the decontamination process of the water lines and probe wash. It was identified on november 6th, that the tubing lines had been incorrectly swapped. The water line was connected to the wash solution container, and the wash line was connected to the water container. The adjustments made after this connection reversal resulted in the erroneous results and led the customer to perform the routine reset. The customer was instructed to perform a new decontamination maintenance, correcting the connections of the water and probe wash lines, followed by a new adjustment, which was approved and showed results within the expected standards. The cause of the event was the reversal of the tubing lines during monthly maintenance. After correcting the connections, performing a new decontamination, and readjusting the equipment, the system returned to normal operation. The system is performing according to specifications. No further investigation and/or troubleshooting required.